Event description:
It was reported while using bd plastipak¿ 5ml syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: 5 ml syringe is broken. ____ customer provided to us the additional information below. ¿ was the reported incident noticed before, during or after use? Before. ¿ was there any harm to the patient/caregiver? (Detail) no. ¿ was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no. ¿ could you forward photos and/or videos that show the deviation in the product? I have the sample for collection. ¿ has anvisa been notified? If so, what is the notification number? Yes, (B)(4).

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-sep-2023. H.6. Investigation summary: sample received by our quality team for investigation. Through visual evaluation, damaged barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with entrapment in the input, which could occur due to the vibration rail that could collide with the guides. Check was carried out and it was found that the cylinder was falling between the guides and causing a jam. Review and adjustment was carried out on the input assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd plastipak¿ 5ml syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: 5 ml syringe is broken. Customer provided to us the additional information below. ¿ was the reported incident noticed before, during or after use? Before. ¿ was there any harm to the patient/caregiver? (Detail) no. ¿ was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no. ¿ could you forward photos and/or videos that show the deviation in the product? I have the sample for collection. ¿ has anvisa been notified? If so, what is the notification number? Yes, 2023.08.002515.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.